Manufacturer narrative:
This report is submitted november 7, 2018.

Event description:
Per the clinic, the patient experienced pain, headaches with device use and a performance decrement. Reprogramming attempts identified open circuits on multiple electrodes; however, the issue could not be resolved. The device was explanted (date not reported) and it is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on june 03, 2019.